Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 289 mg/dl, 170 mg/dl and 120 mg/dl when all tests were performed within 10 minutes on the aviva system. No actions were reportedly taken or treatment received. No adverse event reported. A request was made for the return of the suspect device, and replacement product was sent.